Event description:
It was reported that when using the bd pyxis¿ medbank tower had a cubie failed to open during medication dispensing. Customer performed remote troubleshooting but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open during a medication issue. A technical support specialist remoted in and confirmed that the cubie would not open and used the tester app to check the cubie functionality, but the cubie still did not open after testing and informed customer that the cubie was likely defective and needed to be returned to the pharmacy and advised customer to request a destock label and have the pharmacy send a new restock via a new fill to resolve the issue. The system functioned as intended after the technical support specialist investigate the device.